Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The user facility reported an impella cp pump was placed for support of a patient admitted with acute myocardial infarction/cardiogenic shock and post coronary artery bypass graft surgery. The pump was placed in care escalation from an intra-aortic balloon pump. The patient's outlook was noted as grim. The pump supported for four days but, during that time the limb became ischemia and had a fasciotomy performed. The pump was explanted and replaced by an impella 5.5 pump. The patient was supported for 10 days in total before expiring. Medical safety review of the event noted the use of the impella device cannot conclusively be associated with the outcome (patient's demise). Patient's peri-procedural condition was critical.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.